Event description:
It was reported that the patient had a loss of therapeutic effect and the symptoms had a sudden onset this last week. There was no known accident or incident related to the event. The patient¿s therapy had been working good for so long and they hadn¿t had to change settings in a long time. The patient synced with their implantable neurostimulator (ins) and their stimulation was on set on program 1 at 2.00v. The patient increased to 2.20v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fssx, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).